Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes. This does not meet reportable criteria.

Event description:
It was reported that this brady lead was not successfully implanted in the left bundle branch due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information received indicates that there was tissue in helix.

Event description:
It was reported that this brady lead was not successfully implanted in the left bundle branch due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.